Manufacturer narrative:
One endotracheal tube was returned for evaluation. Visual inspection of the device found it to be in good physical condition. The cuff of the returned sample was inflated using a syringe and the product was submerged under water to undergo leak testing. Leaks were noted to be coming from tears in the cuff, confirming the reported customer complaint. The bell-out, fit inflation line and pressure decay test operations were audited during thirty-two units, in order to verify that the operations were properly performed and to visually inspect the cuff for damage; the bell-out, fit inflation line and pressure decay test operations were performed according to the test method stated in the manufacturing procedure; no discrepancies or damage were detected during the thirty-two units inspected. The problem source has been determined to be unknown.

Event description:
Information was received indicating that during use of a smiths medical portex® endotracheal tube, air was observed to be leaking from it. It was noted that no leak was found at pre-use check. There were no reported adverse patient effects.